Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient noticed a scab at anchoring site. It was discovered the wound reopened and one of the leads was exposed. As a result, the entire system was explanted.